Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that impedance was taken on the day of this call and a low impedance was noted <100 ohms). The impedance was taken at default settings: all case pairs = 1395 ohms, all pairs with 0 were >4k, 13 = >4k, 12 =? 23 = 1395 and the battery read at 2.69v. It was indicated that patient was involved in a car accident sometime this last winter but rep did not know any other details about that event. Rep wanted longevity calculation for the implantable neurostimulator (ins) battery using 2- 3+, 1.9v, 180 hz ,751 ohms. C+5- , 1.9, 90, 180, 39 ohms, 24/7 use. Rep used 751 ohms for both sides as calculator did not go low enough to accommodate 39 ohms =60 months. Patient just passed 60 months in feb. No patient symptoms or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.